Manufacturer narrative:
While the device involved in this event did not malfunction, because of the possibility that medical/surgical intervention may be required and/or permanent impairment may result, this event meets the criteria for reportability per 21 cfr part 803. Investigation shows that the surgical guide was manufactured in accordance with the doctor's planning.

Event description:
In this event, it was reported that a doctor hit a nerve during a placement of several implants using a surgical guide. As a result, the patient experienced numbness on the left side of the chin to the left mental foramen and lip.